Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve in a bicuspid aortic valve. The valve was implanted with +2cc extra of volume added to the commander delivery system. There was no paravalvular leak (pvl) at the time of implant. A, pproximately 1 year and 4 months after tavr, the patient was noted to have worsening pvl, thought to be due to the valve being underexpanded. A post-dilation was performed with a 29mm commander delivery system with +4 cc extra added to the nominal volume. This improved the pvl but did not make it less than moderate, so a plug was used for pvl closure. The patient was stable and the pvl improved.

Manufacturer narrative:
A supplemental MDR is being submitted for administrative purposes. Sections g6, h2 and h6 - health effect - impact code have been updated.